Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be within expected limits. Device function was tested on the automated test equipment and all tests were normal. The cause of the reset was undetermined.

Event description:
It was reported that the ICD was found to be in back up mode with no therapy available. Device was explanted and replaced.